Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to a social media comment, the patient had a mesh applied years ago. The patient reported that her bladder became smaller making her go to the bathroom often, and she continued to have stress incontinence.